Event description:
During a review of programming history on (B)(6) 2012, high impedance was noted on (B)(6) 2003. The device was subsequently disabled. Attempts for additional information have been unsuccessful. The lead was explanted on (B)(6) 2012; however, the device was discarded after explant.

Manufacturer narrative:
Analysis of programming history. Device failure occurred but did not cause or contribute to a death or serious injury.